Manufacturer narrative:
A4: weight: 76.2kg.

Event description:
Terumo medical corporation received the following information: it was reported that the patient was scheduled for percutaneous biliary drain placement. While navigating common bile duct, a piece of stiff glidewire broke off and is in the hilum of liver. The fragment has not been removed from the body. The estimated blood loss is less than 5ml.